Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. Analysis of the data by boston scientific technical services (ts) confirmed that the power consumption had been increasing over the past year. Device replacement or reevaluation was recommended within 90 days. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. Analysis of the data by boston scientific technical services (ts) confirmed that the power consumption had been increasing over the past year. Device replacement or reevaluation was recommended within 90 days. This device remains in service. No additional adverse patient effects were reported. Information was later received that this device was explanted, replaced, and returned for analysis.

Manufacturer narrative:
Should additional information become available, this report will be updated. -- the returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined. In addition, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. Analysis of the data by boston scientific technical services (ts) confirmed that the power consumption had been increasing over the past year. Device replacement or reevaluation was recommended within 90 days. This device remains in service. No additional adverse patient effects were reported. Information was later received that this device was explanted, replaced, and returned for analysis.